Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
The surgeon explained that the pt initially fractured her distal radius in (B)(6) 2010. He operated on her on (B)(6) 2010 to perform a corrective osteotomy and orif. On (B)(6) 2011, the pt tripped and presented to his office again. X-rays showed that her plate had broken and that her fracture was in malalignment. The surgeon performed surgery to remove the broken hardware and do an open reduction internal fixation with another dorsal plate and a volar plate.